Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -6.-/4.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was unknown.